Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. (B)(6) 2017: hypertension. Chronic cough. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code 4316:-appropriate term/code not available is being used for "false claim." The medical records confirm that the alleged device implanted on (B)(6) 2013 was not a gore device. The device implanted per the medical records was a ventraught st mesh with ps echo ps positioning system. Bard. This device is not a gore device; therefore, the medwatch is being retracted.

Manufacturer narrative:
H6: additional health effect- clinical code. H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. This event will be closed as no problem detected. Previous patient codes (B)(6): appropriate term/code not available for ¿open wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span july 1, 2010 through april 5, 2013 and not all records received in this time span are relevant to the gore® mycromesh® plus biomaterial device. Patient information: medical history: ovarian mass, ventral hernia, ulcerative colitis, gastroesophageal reflux disease [gerd], obesity, hypertension, chronic cough. Prior surgical procedures: 2001: incision and drainage of infected hernia. (B)(6) 2010: total abdominal hysterectomy with bilateral salpingo-oophorectomy [tahbso], umbilical hernia repair. Relevant medical information: (B)(6) 2010: ¿underwent tah-bso for right ovarian mass. During surgery noted to have umbilical hernia, repaired. Discharged home on postop day 2. Given routine postop hysterectomy instructions.¿ implant preoperative complaints: (B)(6) 2011: ¿previously undergone tahbso for gynecologic issues. At that time, noted to have umbilical hernia and the incision was extended down into this area for repair of this. Postop, has noticed increased bulge in the area. Per report the patient went immediately back to lifting, taking care of her younger child. Developed increasing swelling in the area. Physical exam demonstrated what appeared to be hernia defect. The patient underwent CT scan of the abdomen and pelvis which demonstrated hernia in the incisional area and therefore recommendations were made to proceed with repair.¿ implant procedure: repair of recurrent incisional hernia with ¿micromesh¿. Implant: gore® mycromesh® plus biomaterial (6946100/1mymp17) 26 cm x 34 cm. Implant date: (B)(6) 2011. Description of hernia being treated: ¿the abdomen was then prepped and draped in usual sterile fashion. Incision was the [sic] initially made in the lower abdomen. This was carried down through the skin to the underlying subcutaneous tissues. Upon dissecting down, the hernia sac was identified. A large hernia defect was identified at this time. We dissected back to good healthy fascia. As we continued dissection, the patient was noted to have multiple hernia defects and the whole incision was involved in the hernia. Multiple defects were noted, extending from around the umbilicus all the way down suprapubically. At this time, the skin had been opened up for the full length into this area. We carefully dissected the areas out so we got back to good fascia in all areas. All the hernia defects were connected and the hernia sac was removed without difficulty. At this time, we proceeded with repair.¿ implant size and fixation: ¿a large piece of micromesh was then used and was secured to the fascia using interrupted prolene sutures. This was carried out, attaching the full 360-degree area of mesh to the area. Care was taken to make sure that there was no evidence of tension on the repair. Hemostasis was then obtained using electrocautery. The wounds were then irrigated. At this time, we were able to reapproximate the fascia over the mesh with minimal tension. This was performed using interrupted sutures as well. The jp drain had been placed into the operative site and secured to the skin with silk sutures. They were then attached to bulb suction. We then proceeded with closure of the wound. Using a running 3-0 vicryl suture, the skin was reapproximated without difficulty. The overlying skin was then reapproximated and sterile dressings were applied.¿ post-operative period: [7 days]. (B)(6) 2011: discharge summary: ¿at previous hysterectomy had undergone repair of umbilical hernia. Postop normal activity including lifting child. Noted increasing swelling lower abdomen. CT showed incisional hernia lower abdomen. Hospital course: postop significant pain at operative site, slowly improving. Bowel function returning, stable.¿ relevant medical information: (B)(6) 2011: incision and drainage of incisional abscess. ¿previously repair of a large incisional hernia. Initially followed up outpatient; however, unable to make last appointments. Presented to emergency department, increased pain and swelling of incisional site. CT scan of the abdomen and pelvis, demonstrated abnormal fluid collection, appeared to be superior to area of repair of the mesh. It appeared to be localized to the subcutaneous tissue area. Based on the findings, discussed with the patient the need for exploration and drainage of the collection.¿ ¿the abdomen was prepped and draped in usual sterile fashion. An incision was made in the midline going down through the previous scar into the pocket. Upon entering into the pocket, there was purulent material, consistent with infection and abscess formation. The incision was then opened up for the length of the skin. We then drained the pocket. The loculations were all broken down. We then irrigated the pocket with antibiotic solution as well as betadine. It did not appear that the pocket connected with the underlying mesh. After assuring hemostasis, we then proceeded with packing of the wound with betadine-soaked kerlix. Sterile dressings were then applied.¿ explant preoperative complaints: (B)(6) 2012: ¿incisional ventral hernia that will not heal. Sustained a ventral hernia after incision site 2011. Throughout 2011, patient had two computerized tomography scan showed infection around mesh was placed to fix hernia. Complaint some tenderness around small wound, located suprapubically. Here for evaluation for this [illegible] today. Patient has small defect below umbilicus. Assessment: infection of mesh that was used for incisional hernia.¿ (B)(6) 2012: ¿thank you for referring [the patient] to our outpatient surgical practice for evaluation of a complicated abdominal wound with presumptive infected mesh. A detailed history and physical examination has been performed. In brief, [the patient], had an incisional hernia as a consequence of a prior hysterectomy. On (B)(6) 2011, she underwent an open surgical repair on her ventral incisional hernia with placement of gore-tex micromesh. She had a postoperative wound infection and has had a complicated wound that required 1 interval surgical drainage in july at (B)(6) hospital. She continues to have a draining sinus with frequent packing, and she has never had complete healing of the wound. In summary, [the patient] has an infected ventral incisional hernia site with a teflon gore-tex mesh in place. These will never heal with the gore-tex mesh in place, so the only option for [the patient] is surgical removal of the infected gore-tex mesh.¿ (B)(6) 2012: ¿the patient¿was seen by dr. Kearney in the general surgery clinic with a chronic draining sinus in the abdominal wall. The patient had a precious [sic] ventral hernia repair with the placement of gore-tex micromesh. This was chronically infected mesh that required removal.¿ explant procedure: removal of an infected mesh from the abdominal wall and drainage of abdominal wall abscess and wound debridement. Explant date: (B)(6) 2012. ¿the abdomen was prepped and draped in the usual sterile fashion. We performed a midline incision extending above and below her chronically draining sinus and entered the abscess cavity. The fascia itself had extensive scar tissue. This scar tissue was incised in the midline, and the mesh found just underneath the fascia. The mesh was not incarcerated and was lying within the abscess cavity. It was attached to the fascial edges using prolene stitches. Those stitches were cut, and the mesh was excised in toto [sic] and sent for cultures. Extensive irrigation of the cavity was performed. The underside of the mesh had a fibrous pseudocapsule. The peritoneal cavity was not entered at this time. There was no evidence of fistula formation. After extensive irrigation, we achieved hemostasis and then the wound was packed using a layer of adaptic gauze followed by moist kerlix gauze.¿ relevant medical information: (B)(6) 2012: wound culture, abdominal wound: ¿organism: staphylococcus aureus¿ (B)(6) 2012: ¿tolerating diet, last bowel movement 9pm, pain well controlled. Abdomen soft, bowel sounds positive, dressing clean, dry, intact.¿ (B)(6) 2012: ¿wound measurement: width ¿ 4 cm, depth ¿ 4 cm, length ¿ 7 cm. New wound vac dressing applied, layer of adaptec applied over wound bed followed by layer of white foam, then layer of black foam. Continuous negative pressure applied at 75 mmhg. No complications.¿ (B)(6) 2012: discharge summary: ¿presented to dr. Paul a. Kearney¿s clinic complaints of ventral hernia incision would not heal. Complaint teariness [sic] around small wound site, located supraumbilical. Examining area, did have infected mesh, required excision with debridement. Hospital course: removal of infected abdominal mesh along with wound debridement. Tolerated procedure well. Denied pain, tolerating diet, reported bowel movement. Desire to go home. Excellent for discharge. Incision site pink with no gross purulent drainage. Site managed with placement of wound vac. Home stable condition, diet regular, avoid heavy lifting, may resume normal activities.¿ (B)(6) 2013: open ventral incisional hernia with retrorectus ventralight mesh, rives-stoppa. ¿a midline laparotomy incision was made with a 10 blade. Dissection was carried down with bovie cautery to encompass the entirety of her previous scar. The fascia was identified and hernia sac were identified. The peritoneal cavity was entered. Adhesion lysis was necessary to free small and large bowel was from the hernia sac. Several unavoidable serosal tears were repaired with interrupted 3-0 silk sutures. The hernia sac was circumferentially mobilized, amputated, and passed off as specimen. The fascial edges were then cleaned. The retrorectus sheath was circumferentially dissected from the rectus abdominis muscle. Once this was completed, a sponge and needle counts were performed. A 2-0 vicryl suture was used to close the retrorectus fascia in a running fashion. The ventralight mesh was then introduced to the operative field. A 30 x 30 sheet was cut to fit. It was placed in the retrorectus space. Using the reverdin needle passer, multiple 0 vicryl sutures were brought out circumferentially, securing the mesh in its place. The wound was irrigated. Hemostasis was achieved. Two #7 jp drains were placed via separate stab wounds. The midline fascia was reapproximated with interrupted figure eight #1 vicryl. The skin incision was closed then with staples.¿ conclusions: unk/unk. Through gore's investigation we confirmed the device implanted on (B)(6) 2013 was not a gore device. The original complaint alleges that on (B)(6) 2013, an additional surgical procedure occurred whereby an "alleged gore device" was implanted. The medical records confirm a bard ventralight st mesh with echo positioning system was implanted at the time of the procedure. No further investigation is required at this time. This event will be closed as false claim. For product surveillance tracking and trending purposes only, this event has been captured as gore-tex® soft tissue patch. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010, including records for total abdominal hysterectomy and umbilical hernia repair, were not provided. On (B)(6) 2010: discharge summary. Final diagnosis: total abdominal hysterectomy with bilateral salpingo-oophorectomy; umbilical hernia repair. Hospital course: underwent tah-bso for right ovarian mass. During surgery noted to have umbilical hernia, repaired. Discharged home on postop day 2. Given routine postop hysterectomy instructions. On (B)(6) 2011: operative report. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: recurrent incisional hernia; multiple hernia defects. Procedure: repair of recurrent incisional hernia with micromesh. Specimens: hernia sac. Complications: none. Indications: previously undergone tahbso for gynecologic issues. At that time, noted to have umbilical hernia and the incision was extended down into this area for repair of this. Postop, has noticed increased bulge in the area. Per report the patient went immediately back to lifting, taking care of her younger child. Developed increasing swelling in the area. Physical exam demonstrated what appeared to be hernia defect. The patient underwent CT scan of the abdomen and pelvis which demonstrated hernia in the incisional area and therefore recommendations were made to proceed with repair. Discussed planned procedure of repair incisional hernia with possible use of mesh. Discussed risks of procedure, including not limited to, bleeding, infection, possible recurrence of hernia, possible cardiac event, possible respiratory event, and possible death. Also discussed need for further hernia repairs in the future. Procedure in detail: ¿patient was brought to the operative suite, placed supine position on operative table. Appropriate monitoring devices were placed. Ted hose and sequential compression devices have been placed on lower extremities. She received general endotracheal anesthesia. Nasogastric tube and foley catheter were inserted. The abdomen was then prepped and draped in usual sterile fashion. Incision was the initially made in the lower abdomen. This was carried down through the skin to the underlying subcutaneous tissues. Upon dissecting down, the hernia sac was identified. A large hernia defect was identified at this time. We dissected back to good healthy fascia. As we continued dissection, the patient was noted to have multiple hernia defects and the whole incision was involved in the hernia. Multiple defects were noted, extending from around the umbilicus all the way down suprapubically. At this time, the skin had been opened up for the full length into this area. We carefully dissected the areas out so we got back to good fascia in all areas. All the hernia defects were connected and the hernia sac was removed without difficulty. At this time, we proceeded with repair. A large piece of micromesh was then used and was secured to the fascia using interrupted prolene sutures. This was carried out, attaching the full 360-degree area of mesh to the area. Care was taken to make sure that there was no evidence of tension on the repair. Hemostasis was then obtained using electrocautery. The wounds were then irrigated. At this time, we were able to reapproximate the fascia over the mesh with minimal tension. This was performed using interrupted sutures as well. The jp drain had been placed into the operative site and secured to the skin with silk sutures. They were then attached to bulb suction. We then proceeded with closure of the wound. Using a running 3-0 vicryl suture, the skin was reapproximated without difficulty. The overlying skin was then reapproximated and sterile dressings were applied. The patient tolerated procedure well. There were no acute complications noted during the case. She was transferred to the recovery in stable condition. All counts were correct x 2.¿ [missing records: a pathology report detailing analysis of the specimens collected during the (B)(6) 2011 procedure was not provided.] [Missing records: records for the CT scan showing ¿hernia in the incisional area¿ were not provided.] On (B)(6) 2011: implant log sheet. Gore mycromesh® plus biomaterial. Ref catalogue number: 1mymp17. Lot batch code: 6946100. W.l. Gore & associates. The records confirm a gore® mycromesh® plus biomaterial (1mymp17/6946100) was implanted during the procedure. On (B)(6) 2011: discharge summary. Final diagnosis: incisional hernia; gastroesophageal reflux disease. Hpi: recurrent increasing bulge lower abdomen. At previous hysterectomy had undergone repair of umbilical hernia. Postop normal activity including lifting child. Noted increasing swelling lower abdomen. CT showed incisional hernia lower abdomen. Hospital course: postop significant pain at operative site, slowly improving. Bowel function returning, stable. Condition on discharge: good. On (B)(6) 2011: operative report. Preop: abnormal CT scan; status post incisional hernia repair. Postop diagnosis: abnormal CT scan; status post incisional hernia repair; incisional abscess. Procedure: incision and drainage of incisional abscess. Specimens: cultures. Indications: previously repair of a large incisional hernia. Initially followed up outpatient; however, unable to make last appointments. Presented to emergency department, increased pain and swelling of incisional site. CT scan of the abdomen and pelvis, demonstrated abnormal fluid collection, appeared to be superior to area of repair of the mesh. It appeared to be localized to the subcutaneous tissue area. Based on the findings, discussed with the patient the need for exploration and drainage of the collection. Discussed planned procedure in detail with the patient. Discussed risks of procedure, including not limited to bleeding, infection, possible need for removal of the mesh, possible need for further procedures, possible cardiac event, possible respiratory event, possible death. Understanding was voiced, and consent was given. Procedure in detail: ¿patient was brought to the operative suite, placed supine position on table. Appropriate monitoring devices were placed. Patient received general endotracheal anesthesia. The abdomen was prepped and draped in usual sterile fashion. An incision was made in the midline going down through the previous scar into the pocket. Upon entering into the pocket, there was purulent material, consistent with infection and abscess formation. The incision was then opened up for the length of the skin. We then drained the pocket. The loculations were all broken down. We then irrigated the pocket with antibiotic solution as well as betadine. It did not appear that the pocket connected with the underlying mesh. After assuring hemostasis, we then proceeded with packing of the wound with betadine-soaked kerlix. Sterile dressings were then applied. The patient tolerated the procedure well. There was no acute complication noted during the case. She was transferred to the recovery area in stable condition.¿ [missing records: records for CT scan showing ¿fluid collection¿ was not provided.] [Missing records: a pathology report detailing analysis of the specimens collected during the (B)(6) 2011 procedure was not provided.] Records for the alleged additional procedure on (B)(6) 2013, whereby an "alleged gore device" was implanted, were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected patient code to 3189 ("not applicable"). H6: corrected device code to 3191 ("appropriate term/code not available") - medical records provided indicate the device implanted in the patient was not a gore device. H6: corrected conclusion code to 4316 ("appropriate term/code not available") - medical records provided indicate the device implanted in the patient was not a gore device. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) hospital. (B)(6) md; (B)(6), md. Operative report. Pre/postop diagnosis: recurrent ventral incisional hernia. Operations and procedures: open ventral incisional hernia with retrojects ventralight mesh, rives-stoppa. The medical records confirm that the alleged device implanted on (B)(6) 2013 was not a gore device. The device implanted per the medical records was a ventraught st mesh with ps echo ps positioning system. Bard. This report is being retracted. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® mycromesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby an "alleged gore device" was implanted. It was reported the patient alleges the following injuries: infection; open wound; revision surgery; severe abdominal or groin pain. Additional event specific information was not provided.